Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Additional information received that patient's right atrial (ra) lead also failed to sense when it was found to be dislodged and had a loss of capture. Also need to address product return and analysis for ra lead.

Event description:
Related manufacturer reference number: 2017865-2021-23974. It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead had loss of capture. After a chest x-ray, the ra lead was confirmed to be dislodged. The patient was asymptomatic. On (B)(6) 2021, the patient came into clinic for lead revision. When the pocket was opened, the patient's right ventricular (rv) lead was found with blood inside of the insulation. The physician decided to explant and replace both the ra and rv lead. The patient was stable throughout procedure.